Manufacturer narrative:
A2 age at time of event, corrected data: initial report inadvertently listed the wrong age h6 adverse event problem, corrected data: initial report inadvertently did not code 'b11' for type of investigation.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported by the neurosurgeon that the patient presented with an infection at the generator site and underwent surgery to remove the generator only. Device history record review for the generator performed. The generator was confirmed to have been hp sterilized prior to distribution into the field. The device passed all specifications. No additional or relevant information has been received to date.